Event description:
Foley catheter inserted and secured with stat lock. Pt went to radiology, when pt returned to room, foley was out. On examination of foley, balloon appears to be ruptured. Note: nurse inflated and deflated bulb prior to insertion. Diagnosis or reason for use: dark urine.